Event description:
Caller states that the lancet protrudes from the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No info given to indicate where issue was discovered.